Event description:
Customer initially reported that their abbott diabetes care device displayed a "connect to pc" message. The product was returned and investigated for the display message issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly), burn damage was observed on the u13 chip as well as on the bottom of the battery foam. The reader did not connect to pc with the usb cable or the reader's testing fixture hence, the reader's log could not be obtained. The reader's returned battery was measured at 3.67v, which was below the specification range of 3.7v to 4.2v. The battery was replaced with a new un-used battery and the reader was able to power on. A thermal camera was used to test the pcba for hot spots. Hot spots were observed at the u13 chip, causing burn marks to the pcba. It has been determined that the observed burn damage is consistent with the customer using a non abbott diabetes care provided power adapter, which would have damaged the u13. The excessive heat would have caused the u13 chip to burn, causing burn marks on the pcba. The power adapter and charging cable have not been returned however, the adc provided power adapter and cable generates 2.5 watts of power, which is not enough power to cause the observed damage. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.